Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed that the apex of the inferior vena cava (ivc) filter was at the level of the left renal vein just above the ostia of the right renal vein. The apex of the filter is along the posterior wall of the ivc directed slightly towards the left without significant tilting appreciated. No fractured struts were seen on the imaging. A fat plane was evident between the distal portion of the strut and the ivc at the 12 oclock and 10 oclock positions compatible with caval perforation.